Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multisystem organ failure and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, respiratory failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure. There were no reported device issues or malfunctions that could have contributed to the patient outcome. The device operated as intended. The pump will not be returned for evaluation. The patient did not have multisystem organ failure prior to the vad implant.